Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The pump was received with cracked select button keypad overlay. No crack on the pump case noted during physical inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump has cosmetic damage. The customer¿s blood glucose level was 94mg/dl at the time of incident. The customer was assisted with trouble shooting. The customer's pump will be returned.